Manufacturer narrative:
Additional information: b3, g3, h6 (added the cautery pencil pli - lot#, rfnr, rfr codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an excision of basal cell carcinoma lesion on the right temple area of the patient, the patient suffered superficial burns due to a fire. When the patient was placed on the operating table, the patient received low flow oxygen by ventimask. The surgeon injected lidocaine to incision line. Surgeon used cautery to begin excision of skin cancer. After using the cautery for the initial incision, a fire broke out in the vicinity of the drape and ventimask. Immediately the ventimask was removed and the oxygen was shut off. The fire was quickly extinguished. All equipment that was used were removed. Surgery continued with new bovie, drape and instrumentation. The lesion of concern was removed and sent for frozen section until all margins were clear. Bacitracin ointment was applied to the facial burn. The patient was discharged to home in good condition with prescriptions.